Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to fields b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Olympus will continue to monitor field performance for this device.

Event description:
The facility changed reprocessor water filters once a year, leading to the device being incorrectly reprocessed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope displayed an e01 error one minute before the end of the cleaning process. The issue occurred during reprocessing. There were no reports of patient harm.